Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels exceeded 500 mg/dl while wearing the pod between 24 and 36 hours on the leg. Patient tried boluses but that did not work. Patient ended up going to the hospital because of the high bg levels. As treatment for hyperglycemia, the patient was treated with intravenous therapy with insulin and a manual injection of insulin in the abdomen.